Event description:
The customer reported that the unit shuts down while in use on patient with no alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Date received by manufacturer: 30sep2019. Date of report: 11oct2019. Failure analysis on the returned power management (pm) board shows that the customer reported problem was not duplicated. All testing passed with results similar to a control unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/11/2019.

Event description:
The customer reported that the unit shuts down while in use on patient with no alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported.